Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit (manufacturer report # 3005099803-2011-02409) was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, one polyp was successfully removed with this unit and a snare. However, cautery failed when the physician attempted to remove a second polyp. The snare was replaced, which did not resolve the issue, and the procedure was then completed with a different generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results found the foot switch that was returned with the generator to be defective.

Manufacturer narrative:
(B)(6). (B)(4): for the investigation findings: intermittent energy from foot switch. Visual evaluation of the returned foot switch found that the unit appeared to be in good physical condition; both pedals functioned properly. During electrical evaluation, however, it was found that the foot switch caused intermittent output in both the power and irrigation modes. The foot switch was replaced, and the unit then passed the endostat ii return evaluation procedure. The complaint that the system delivered energy intermittently was confirmed. Electrical evaluation found that the foot switch had malfunctioned, thereby causing intermittent output from the unit.